Manufacturer narrative:
Exact procedure date is unknown, but it was reported that the procedure was performed in (B)(6) 2013. The complainant was unable to report the lot number; therefore the manufacture date and expiration date are unknown. However, the complainant stated that the device was used prior to the expiration date. (B)(4) handle cannula detached. According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2013 that a captivator snare was used during a colonoscopy procedure. It was reported that the device had a "faulty" handle: the handle broke away from the snare wire causing the snare loop not to open and close. The procedure was completed with another captivator snare. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.